Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05268. It was reported that noise was observed on the right ventricular and right atrial lead. The right ventricular lead was suspected to have an insulation anomaly .the right ventricular lead was capped (B)(6) 2019 and replaced during a routine battery generator change. The patient was stable.